Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) captures the additional intervention performed of defibrillation threshold (dft) testing and the reportable event of surgery.

Event description:
It was reported that the patient had ventricular fibrillation (vf) where the implantable cardioverter defibrillator (ICD) delivered therapy but the vf was not converted. Therapies were exhausted and the patient was treated in the hospital. It was noted that the patient was also diuresed. Defibrillation threshold (dft) testing was performed and the non conversion occurred in both standard and reverse polarity with a 41 joule shock. The single coil right ventricular (rv) lead was surgically abandoned and a new dual coil rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned severed in two segments. A setscrew mark was noted in the correct location on the terminal pin. Visual inspection revealed abrasion damage at 57 centimeters from the terminal pin. The insulation was in tact and no conductors were exposed. Analysis determined that the abrasion damage was likely caused by lead on lead contact. Analysis was unable to confirm the unable to convert rhythm allegation from the field as the returned segments passed resistance and electrical testing of the inner insulation integrity thus noting no electrical shorts between the conductors. Patient code 3191 captures the additional intervention performed of defibrillation threshold (dft) testing and the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results which also include additional information that the lead was not surgically abandoned, but explanted as the entire lead was returned for analysis.